Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer had hard time removing needle shield and when removed the needle hub separated."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary samples for this record, (B)(4), were received and investigated under complaint record (B)(4). Customer returned (5) loose 3/10cc syringes. Customer states had hard time removing needle shield and when removed the needle hub separated. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer had hard time removing needle shield and when removed the needle hub separated."